Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found during the visual inspection, the input disk # 6 was found to be broken and completely detached from the base. The missing wheel was not returned with the instrument. Other backend components adjacent to the broken input do not show damage. Common causes of the failure mode broken instrument input disks are attributed to use and incorrect reprocessing conditions. The input disk component uses ultem or peek material that is insert-molded over a steel pin. The insert molding process creates residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm long bipolar grasper instrument was observed to be broken. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument had frayed wires.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.